Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that there was ineffective pain relief on the right side. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that on lead was removed due to migration from optimal position. A revision was not successful, so the lead was pulled instead. The caller did not indicate a date of removal. Manufacturer data indicates the removal occurred on (B)(6) 2018. The patient was going to have an MRI for consideration of surgical lead placement. No further complications were reported.